Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep reloaded the sys software. The sys was tested and found to be working as intended and put back in svc.

Event description:
The customer reported that the sys booted up slowly, had the cine drive flashing and did not display an image. No pt injury was reported.